Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, there was an intermittent pulse wire inside the trunk cable. The intermittent wire cannot be ruled out as a potential contributing cause of the reported gong alarms. The root cause of the intermittent wire is excessive force placed on the trunk cable. No adverse event resulted from the intermittent wire.

Event description:
A us distributor contacted zoll to report that a patient was experiencing constant gong alarms.